Manufacturer narrative:
Approximate age of device ¿ 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient had bilateral extensive arterial occlusions. Patient had blood clot in lower left leg and in their right leg leading to their popliteal artery. The patient was placed on a heparin drip and observed. As time passed the patient's lower left leg continued to swell. The patient was found with a foreign body piece of glove during the removal of the clot. Blood flow and signal were restored to the popliteal artery. No additional information was reported.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The account reported that the patient presented with biolateral extensive arterial occlusions in the lower left leg leading to the femoral artery and the right leg leading to the popliteal artery. The patient also admitted to temporary lower left extremity (lle) numbness. The patient was placed on a heparin drip and was observed, with no other intervention at the time. As time passed, the swelling in the patient¿s lower extremities (le) continued without improvement and the patient ultimately underwent an endarterectomy on (B)(6) 2018. During the removal of the clots, a foreign body piece of glove was found. Following the removal of the clot, blood flow and signal to the patient¿s popliteal artery were restored. The patient remained ongoing on heartmate 3 lvas, serial number (B)(4), until receiving a heart transplant on (B)(6) 2019 (refer to MFR. Report number 2916596-2019-02059). No further information was provided. The manufacturer is closing the file on this event.